Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed unraveled and frayed material. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr4064 pta balloon dilatation catheter allegedly experienced frayed and unraveled material. This information was received from one source. The malfunction involved one patient with no consequences to the patient. The (B)(6) year old female patient weighed (B)(6) pounds.